Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information was received from physician's office on (B)(6) 2013 stating that the patient had urinary retention post operatively and was treated through intermittent catheterization. The patient was last seen on (B)(6) 2011 and no complications were noted. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.